Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
S/w version 4.10d. Retainer ring = clear. Customer returned pump for alleged cosmetic damage crack battery compartment on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection cracked retainer, cracked battery tube threads, fading serial number label, and cracked case corner of belt clip rails. Cosmetic damage was confirmed at the cracked at battery tube side area. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.